Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a cardiac perforation of the left atrial appendage was observed. Pericardiocentesis was performed. The case was aborted and the patient was under general anesthesia. After the case, it was noted that the patient was recovering well. No further patient complications have been reported as a result of this event.